Manufacturer narrative:
H10: multiple MDR reports were filed for this event, please see associated report: (B)(4). The reported event was unable to be confirmed due to limited information received from the customer. A definitive root cause was unable to be determined; however, may be the result of prosthesis wear, instability, and loosening or due to inclusion of the polyethylene in the packaging recall. Potential contributions of manufacturing, user, and patient-related considerations to the event could not be assessed as the devices were not available for evaluation and images, radiographs, relevant clinical information, and product information were not provided. If any further information is obtained that would change or alter any information provided, a supplemental report will be filed accordingly.

Event description:
It was reported that the patient underwent an initial total knee arthroplasty on the left side. Subsequently, the patient experienced pain, lack of mobility, gait impairment, poor balance, difficulty walking, discomfort, component part loosening, soft tissue damage and bone loss. As a result, approximately five years and seven months post-surgery, the patient underwent a revision. No further impact to the patient was reported. No additional information is available. This is report 2 of 2 for this event/patient.